Event description:
Sudden onset of swelling; it was so swollen; rebound swelling and it got worse; two areas bigger than a golf ball [swelling]. Sudden onset of tenderness [pain]. Sudden onset of firmness; hard; like a rock [injection site induration]. United states report received from a nurse on (B)(6) 2022. A nurse who was also the injector reported that a 49-year-old female patient had received rha3 product for contour improvement, on an unknown date in 2022 (as reported 6 months ago). The patient received 1 syringe, 0.5cc per side of rha3 to the marionette lines using cannula technique. The needle was not used from the box and cannula was used (27 guage, 1.5 inches) for the administration of rha3. No previous cosmetic procedures were done. No concomitant medications. Food supplements were not provided. On (B)(6) 2022, the patient had experienced sudden onset of swelling, firmness, and tenderness, it was so swollen (as described). As a treatment, the patient was started on a medrol dose pak, 20 mg per day. The nurse reported that they tried to titrate her off the steroid, but it was unsuccessful. Also, titrating the steroid caused rebound swelling and it got worse. As a treatment, the patient was started on keflex. On (B)(6) 2022, it was switched to amoxicillin. The nurse reported that it was not an infectious quality. No fever, redness was reported. Just hard and swelling was reported. On (B)(6) 2022, as a treatment, the nurse injected the patient with hyaluronidase. It was reported that the area was so big, and was not sure where rha lives, and it was like a rock. Also, has 2 areas bigger than a golf ball that started on her right side. The left side was fine, then 3 days after the steroid, she got it on her left side, the marionette area. The nurse reported that they may change the treatment to tetracycline and may put the patient on 5 fluorouracil (fu), but she will wait as the patient was on sustained steroids. At the time of this report, no other fillers were injected. At the time of this report, it was reported as the patient would visit the nurse on (B)(6) 2022. The outcome of the events was not recovered. The product was not available for return. (B)(4). No additional information was available at the time of this report. Case comment: a causal relationship between the rha3 and reported patient's events is assessed as possible based on the compatible temporal relationship and the lack of alternative etiologies that can be identified based on the limited information reported. Note should be made that the reportable MDR events of the sudden onset of a delayed injection site reactions are assessed by the sponsor in this case, and not every injection site reaction should be considered as reportable MDR event. The company will continue monitoring the benefit-risk profile for the product.

Event description:
Sudden onset of swelling; it was so swollen; rebound swelling and it got worse; two areas bigger than a golf ball [swelling]. Sudden onset of tenderness [pain]. Sudden onset of firmness; hard; like a rock [injection site induration]. United states report received from a nurse on (B)(6) 2022. A nurse who was also the injector reported that a 49-year-old female patient had received rha3 product for contour improvement, on an unknown date in 2022 (as reported 6 months ago). The patient received 1 syringe, 0.5cc per side of rha3 to the marionette lines using cannula technique. The needle was used from the box and cannula was used (27 guage, 1.5 inches) for the administration of rha3. No previous cosmetic procedures were done. No concomitant medications. Food supplements were not provided. On (B)(6) 2022, the patient had experienced sudden onset of swelling, firmness, and tenderness, it was so swollen (as described). As a treatment, the patient was started on a medrol dose pak, 20 mg per day for 3 days and prednisone 20 mg bid. And hyaluronidase 100 mg for 3 days. The nurse reported that they tried to titrate her off the steroid, but it was unsuccessful. Also, titrating the steroid caused rebound swelling and it got worse. As a treatment, the patient was started on keflex. On (B)(6)2022, it was switched to amoxicillin. The nurse reported that it was not an infectious quality. No fever, redness was reported. Just hard and swelling was reported. On (B)(6) 2022, as a treatment, the nurse injected the patient with hyaluronidase for 10 days and prednisone 60 mg. It was reported that the area was so big, and was not sure where rha lives, and it was like a rock. Also, has 2 areas bigger than a golf ball that started on her right side. The left side was fine, then 3 days after the steroid, she got it on her left side, the marionette area. The nurse reported that they may change the treatment to tetracycline and may put the patient on 5 fluorouracil (fu), but she will wait as the patient was on sustained steroids. At the time of this report, no other fillers were injected. On (B)(6) 2022, the patient was given hyaluronidase at 150 mg on side. The patient also received other medications (name not clear on source document). The outcome of the events was recovering. The product was not available for return. Health effect - clinical code: e2338, swelling/ edema. Health effect - clinical code: e2311, discomfort. Health effect - clinical code: e2111, injection site reaction. Health effect - device code: a24, adverse event without identified device or use problem. Follow-up was received on 04-oct-2022: added additional treatment medications, dosing added, needle use. Intensity of the events was updated to severe. The outcome of the event was updated to recovering. Case comment: a causal relationship between the rha3 and reported patient's events is assessed as possible based on the compatible temporal relationship and the lack of alternative etiologies that can be identified based on the limited information reported. Note should be made that the reportable MDR events of the sudden onset of a delayed injection site reactions are assessed by the sponsor in this case, and not every injection site reaction should be considered as reportable MDR event. The company will continue monitoring the benefit-risk profile for the product.